Event description:
Had lasik procedure done on both eyes. After about 4 years my vision started deteriorating and I had to wear glasses again. As the deterioration continued my eye dr referred me to the (B)(6) where I had a corneal crosslinking procedure to stop the degeneration. Now I have severe double vision (sometimes as many as 8 images). I have difficulty reading and my eyes are often uncomfortable. Severe limitation of vision. FDA safety report ID# (B)(4).